Event description:
It was reported that the patient experienced a low blood glucose of 62 with a headache, treated with oral sugar, after which glucose rose to 95 and the patient ate breakfast but vomited part of the meal; the current glucose was 82. Symptoms included hypoglycemia and headache. Outcomes included an unexpected medical intervention in the form of medication or oral glucose administration. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and the device component unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.